Event description:
It is reported that the patient is experiencing loosening and pain. A revision is scheduled.

Manufacturer narrative:
The condition of the device was unknown as there were no photos or device being received. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted w/the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.